Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 304 mg/dl and 39 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs optium neo meter were reviewed and the dhrs showed the fs optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.